Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is 1 of 2 medwatch reports regarding this event. Please see medwatch report # 2032227-2014-54746. (B)(4).

Event description:
It was reported that the customer's insulin pump entered threshold suspend mode, following a sensor reading of 58 mg/dl, while her blood glucose was 111 mg/dl. Nothing further was reported.